Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical lung cancer procedure, the device had poor staple formation and incomplete staple line on distal part. The surgeon had to hand sew the affected part. Another device was used to complete the procedure.